Event description:
Additional information received noted the right ventricular lead was explanted and replaced on (B)(6) 2024. Insulation damage was suspected. The patient was in stable condition.

Event description:
Additional information received noted the right ventricular lead had a fitting problem with the sheath during explant procedure.

Event description:
Additional information received noted the right ventricular lead was noted to be fractured and had a fitting problem with the sheath during explant procedure.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise oversensing resulting in inappropriate shock. No interventions were performed. The patient's condition was unknown.